Event description:
It was reported by hospital surgical staff that an edwards bioprosthetic vas explanted due to regurgitation after an implant duration of approximately five (5) years. Records indicate, "(B)(6) male. He is five years status post an aortic and mitral valve replacement utilizing edwards paramount valves and coronary artery bypass grafting x 3. He returns with some shortness of breath and a new heart murmur. He was found to have severe mitral regurgitation through the prosthetic valve. He underwent a transesophageal echo and cardiac catheterization and again was found to have severe mitral regurgitation through one of the leaflets which appeared to be nonfunctional. The valve was well-seated, and there was no perivalvular leak. Left ventricular function is good." Operative notes indicate, "the patient had severe adhesions. Adhesions were taken down from the atrium and the aorta...the valve was exposed using carpentier retraction. It was found to have a poorly coapting leaflet. The valve was removed [and replaced]"

Manufacturer narrative:
The explanted device was returned for evaluation; however, evaluation has not yet been completed. Edwards device evaluation results, investigation, and conclusions will be reported once completed.

Manufacturer narrative:
Device evaluation: as received, it was found that one of the leaflets (leaflet 1) was substantially stretched and lower than the other two leaflets, which apparently resulted in a large gap at the center of the valve in air. Moderate to severe host fibrotic tissue (pannus) overgrowth is evident on the outflow (ventricular) surfaces of all three leaflets. Several tissue calcification nodules are evident on leaflet 1 by x-ray imaging. No appreciable tissue calcification is evident on the other two leaflets. Per evaluation of the explanted device, the stretched leaflet appears to be severe enough to cause the reported mitral regurgitation. The leaflet stretching as observed in this particular valve can be related to the operational mechanical stress/pressure. However, the direct cause responsible for the tissue stretching in this particular leaflet cannot be determined. Leaflet tissue calcification and pannus tissue overgrowth are two most common chronic failure modes for bioprosthetic heart valves and are largely variable among the patients. The mechanisms of tissue calcification and pannus tissue overgrowth in bioprosthetic heart valves are currently not fully understood. It is generally believed that patent biological factors such as age, immune system status, other comorbidities, operational mechanical stress, all played roles in those pathological processes. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.